Manufacturer narrative:
Device issue with inomax dsir (B)(4). The review of service order findings was completed on (B)(6) 2015. Inomax dsir (B)(4) was returned to the manufacturer for service investigation. The regional service center (rsc) reviewed the service log and confirmed the reported complaint. Secondary finding unrelated to the reported complaint: a review of the service log revealed a delivery failure (df) alarm with main supply voltage out of tolerance. Valid range: 2435 to 4075 counts; actual value: 2435 counts. The service log review also revealed a low battery alarm raised with time remaining: 0min. The rsc did not experience a df alarm and replaced the battery as part of a 2 year preventive maintenance (pm). A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report is smart battery fuel gauge drift. This condition will be tracked and trended under the company's quality system. This device was not in use on a patient; however, this report is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
Smart battery fuel gauge drift (device issue). Case description: on (B)(6) 2015, a healthcare professional (hcp) in the united states contacted the company regarding a device issue with inomax dsir (B)(4). The device was not in use on a patient. Inomax dsir (B)(4) was removed from service and returned to the company for service evaluation. Case comment: (B)(6) 2015: this is a non-serious, post-marketing device report. The nitric oxide (no) delivery device was not in use on a patient when the device issue occurred. No adverse event associated with the device failure (smart battery fuel gauge drift) was reported. The case is considered reportable because a previous, similar device failure had been associated with serious adverse patient consequence (index case MDR #3004531588-2014-00002).